Event description:
During a follow up, it was reported that right ventricular (rv) lead showed noise episodes and low sensing. The rv lead was explanted and replaced in order to resolve the issue and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed external insulation abrasions in two locations breaching the ring electrode and right ventricle (rv) cable lumens. Both externalized abrasions are consistent with friction to the device can. On the location breaching the ring electrode lumen, the etfe cable coating of one ring electrode cable was abraded. On the location of the optim sheath, only abrasion was noted consistent with friction to the device can, with no damage noted the silicone insulation. The reported events were isolated to the exposure of the ring electrode cable in the abrasion zone.